Event description:
The customer contacted physio-control to report that their device would not remain powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify or duplicate the reported power issue. The therapy pcb assembly was replaced due to an unrelated defibrillation calibration issue and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported power issue could not be determined.